Event description:
It was reported that, during atrial fibrillation (af) episodes, large non-physiologic noisy signals were exhibited. The technical services (ts) stated to consider further evaluation in the clinic with isometrics to see if the noise is reproducible and capture all vectors. Additionally, ts recommended a lateral x ray to confirm the integrity of the electrode as it is suspected to be the beginning of the electrode advisory issue. This electrode remains in service. No adverse patient effects were reported.